Manufacturer narrative:
Corrected data: h6 codes updated to show lead was not returned.

Event description:
It was reported that noise was noted on the patient's atrial lead prior to generator changeout procedure. During the procedure, an insulation breach was discovered on the lead. The lead was repaired using a sleeve during procedure on (B)(6) 2023. The patient's health status was not provided.